Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a transurethral prostate steam treatment procedure for benign prostatic hyperplasia, while primming, there was no steam was emitted. The device delivery device was replaced but the issue persisted. Two different lot numbers were attempted but the issue persisted (a total of four different devices were tested). Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for the fourth delivery device.

Event description:
It was reported that during a transurethral prostate steam treatment procedure for benign prostatic hyperplasia, while priming, there was no steam was emitted. The device delivery device was replaced but the issue persisted. Two different lot numbers were attempted but the issue persisted (a total of four different devices were tested). Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for the fourth delivery device.